Event description:
The caller reported that the accu-chek performa test strips gave lower than expected readings. The caller reported that on the day of the event the customer received the following results within 15 minutes on her two performa meters: 60 mg/dl (system 1) and 52 mg/dl (system 2). The results were obtained using the same vial of test strips. Due to the unexpected low results, the mother withheld the customer's morning insulin dosage. After an hour, the mother noticed that the customer was displaying symptoms of hyperglycemia, so she took the customer to the nearest pharmacy to test her blood glucose. At the pharmacy the customer received a result of 420 mg/dl. The pharmacist advised the mother to take the customer to the hospital. Within the next hour, the customer was taken to the hospital. The blood glucose result obtained at the hospital was very high, but the exact value was unknown. The customer was treated with unknown intravenous solutions and was hospitalized in the intensive care unit for 9 days.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.